Manufacturer narrative:
The reported event was dislodgement. A complete lead was returned for analysis. The s-curve was measured, and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported, that the patient presented for a follow up in clinic. It was noted, that the left ventricular (lv) lead dislodged from it's original position. The lv lead was explanted and replaced. The patient was stable.